Manufacturer narrative:
Alleged failure: a foreign object thought to be a small bug was observed. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the foreign material fell inside of the package before the tyvek covering was added. (B)(4). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a foreign material was found inside the sterile package